Manufacturer narrative:
D11: product ID 37601 lot# serial# nkm748349h implanted: 2017-09-13 explanted: product type implantable neurostimulator section d information references the main component of the system, other applicable components are: product ID 3389s-40 lot# v163610 serial# implanted: 2010-02-10 explanted: product type lead product ID 3389s-40 lot# v224595 serial# implanted: 2010-02-10 explanted: product type lead product ID neu_adaptor_acc lot# serial# unknown implanted: explanted: product type accessory product ID neu_adaptor_acc lot# serial# unknown implanted: explanted: product type accessory d10/h3/h6: the ins was returned; however, no complaint was alleged against the ins. Therefore, no anomaly is expected. If device analysis identifies an anomaly related to this event it will be reported in a supplemental to this report. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that programming around contacts 3 and 10 seemed to work. The battery longevity estimations improved with the new settings. There was no known reason for the short circuit.

Manufacturer narrative:
Other applicable components are: product ID: 37601, serial# (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator. Product ID: 3389s-40, lot# v163610, implanted: (B)(6) 2010, product type: lead. Product ID: 3389s-40, lot# v224595, implanted: (B)(6) 2010, product type: lead. Product ID: neu_adaptor_acc, product type: accessory.

Event description:
Information was received from a manufacturing representative regarding a patient with an implanted neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient had low impedance on their left side. The next year the rep reported low impedance on the right side as well. Left side: c0: 389 ohms c1: 421 ohms c2: 590 ohms c3: 421 ohms 01: 593 ohms 02: 796 ohms 03: 593 ohms 12: 482 ohms 13: 55 ohms 23: 482 ohms right side: c8: 889 ohms c9: 687 ohms c10: 241 ohms c11: 600 ohms 8/9: 1057 ohms 8/10: 1003 ohms 8/11: 1278 ohms 9/10: 723 ohms 9/11: 1043 ohms 10/11: 643 ohms. Estimated longevity performed: left side: c+4- 2.9v/60pw/185hz. Therapy impedance: 424 ohms. Right side: c+10- 3.0v/90pw/185hz. Therapy impedance 256 ohms. The patient's device was at the elective replacement indicator. It was replaced and the new device also had low impedance. Right side dropped again to 321 ohms. Re-ran longevity estimate. L: 2.9v, 60pw, 185hz, 460 ohms, r: 3.0v, 185hz, 90pw, 321 ohms. The rep noted there was a short on contacts 1 and 3. Given the low impedance on the new device, the rep indicated they would follow-up with the physician about reprogramming around electrode 10, as this seemed to be the driver of low impedance. No patient symptoms or further complications were reported as a result of this event.